Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 419488 lead implanted: (B)(6) 2012; product ID: d274trk ICD, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo.

Event description:
It was reported that the right ventricular (rv) lead had high impedance and a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.